Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. There were no issues during device preparation. During device deployment, the device appeared as a cobra shape with the physician deployed the left disc. Then, the left disc flattened but not completely. The right disc also took the same shape. The device was replaced with another 22mm amplatzer septal occluder, which was successfully implanted without any adverse events or patient consequences. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. One image was received from the field which appeared to show an occluder in a deformed state however when the device was returned to abbott for investigation the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.